Manufacturer narrative:
One single flow-through dpt unit was returned for examination. The reported event of "pressures were higher than normal" was not confirmed. The dpt sensor zeroed and sensed pressure accurately on a pressure monitor. No error message was noticed from the monitor. Pressure reading was stable during an 8 hours output drift test. Electrical testing also showed that both input and output impedances were within specifications. Zero-offset also met specification. However, leakage was detected at the dpt housing and zero-stopcock bonded connection. The dpt housing male luer had been broken at the bonded joint with the zero-stopcock. A broken male luer would not be considered a reported event. However, an investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that during use of a pressure transducer, the rn thought that the pressures were higher than normal. They swapped the transducer out for a new setup and pressures were back to normal. No error messages were observed. It was further indicated that the staff is using a different set up with an extra stopcock so they may have not had it set up correctly. The hospital stated they were not sure if it was an equipment or nursing error. No patient complications were reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.